Manufacturer narrative:
Reporter affiliation: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. A batch record review was completed and indicated no discrepancies. Pm logs have been checked and all pm's were completed and no discrepancies were found. Affected amount: 1pc. Aquacel ag+ extra 10x10cm was manufactured under sap code (B)(4) and manufacturing lot number 0c00378. Lot # 0c00378 was sterilized under lot 1240833311 and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-030 (B)(4) for doyen 4. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0c00378. This is the only complaint for the affected lot registered within the complaint system. 2 photographs were received for this issue and were evaluated. The photographs confirm the product, batch number and complaint issue of dark spots on the dressing. It cannot be determined what the marks on the dressing are due to no physical sample being returned. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The podiatry department officer complained that there were dark spots on the product. The product was not used on patient. Photographs depicting the issue were received from the complainant.